Manufacturer narrative:
Conclusion: it appeared that manufacturing steps were followed, however based on the observed device malfunction, a manufacturing defect appears to be the cause. No injury or complications occurred. Note: this submission is being filed late because of issue with the web trader account.

Event description:
After verifying proper sheath location with a groin shot, a 6/7fr vascade was opened and dropped for the scrub tech using proper sterile technique. The scrub tech then dipped the vascade into heparinized saline and passed it to doctor for insertion of the 6fr sheath. The vascade was loaded to the white marker where the disc was deployed by pulling the black actuator away from the silver handle until the green segment became visible. The sheath was removed without any issue. The doctor then inserted the key into the lock and the black sleeve and tried to retract the black sleeve. However, the black sleeve only retracted a few centimeters before the distal outer sleeve separated from the joiner it impossible to deliver the collagen. The doctor converted to manual pressure where the scrub tech held 30 minutes of pressure. After the 30 minutes of held pressure the patient was sent back to his room without any issues. The patient was released from the hospital without any issues.